Event description:
The dental implant fx4512swc was removed on (B)(6) 2017 due to failure to osseointegrate 6 months and 9 days after implantation. The doctor indicated that bone quality was type 4. Tha patient had history of tobacco use and has been recovered without complications.